Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
See attached user facility medwatch.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2021 h11=corrected data=d4. D4: lot number is u40e5m.